Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1321, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she had chronic pain for years before removal, and now she is suffering with auto immune disease for the rest of her life. She had severe depression because she could not do the things she needed to do for her family. She was not being able to be a mother. She had to take time off work during flares. All of this has happened because she was trying to not have anymore children. Result and assessment of the product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain for years (interpreted as pelvic pain). She had essure removed. The consumer also had an auto immune disease. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure while auto immune disease is unlisted. Pelvic pain may occur after essure insertion. Considering the nature of this event and in the lack of an alternative explanation causality with essure cannot be excluded. Event auto immune disease was assessed as unrelated to the device, given its pathophysiology and essure local effect in the fallopian tubes. Non-serious event was also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.